Event description:
It was reported when the needle was inserted into the patient, the user noted that the needle was occluded. Another needle was used to complete the procedure.

Manufacturer narrative:
The returned hypodermic needle was received with a blockage; the blockage was determined to be blue plastic, consistent with the hub material used during molding, that filled the cannula during the handle molding operation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 09/14/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.